Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the torque control hub of a 6f .070-inch extra backup (xb) 3 55¿125cm vista brite tip guiding catheter was found cracked with contrast leakage when connecting the contrast medium during a percutaneous coronary intervention (pci) procedure. A new unknown guiding catheter was replaced to complete the procedure. There was no reported patient injury. No anomalies were noted when the device was taken out of the package; however, cracking of the torque-control base was found during device preparation, although no difficulty was experienced during preparation. The device was inspected prior to opening the package, and the malfunction occurred during preloading outside the patient. The device was stored and prepped according to the IFU, and the user was trained. The device was not used in the patient. The procedure was interventional, the target site was the left anterior descending artery, and the access site was the radial artery, with no contralateral approach used. Vessel characteristics at the target site included moderate calcification, mild tortuosity, 90% stenosis, no acute angle, and no bifurcation, while vessel characteristics accessing the target site included mild calcification, mild tortuosity, 70% stenosis, no acute angle, and no bifurcation. The device was not being used for treatment of a chronic total occlusion. The physician has many years of experience using the device. The patient had no infectious disease. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the torque control hub of a 6f .070-inch extra backup (xb) 3 55¿125 cm vista brite tip guiding catheter was found cracked with contrast leakage when connecting the contrast medium during a percutaneous coronary intervention (pci) procedure. A new unknown guiding catheter was replaced to complete the procedure. There was no reported patient injury. No anomalies were noted when the device was taken out of the package; however, cracking of the torque-control base was found during device preparation, although no difficulty was experienced during preparation. The device was inspected prior to opening the package, and the malfunction occurred during preloading outside the patient. The device was stored and prepped according to the IFU, and the user was trained. The device was not used in the patient. The procedure was interventional, the target site was the left anterior descending artery, and the access site was the radial artery, with no contralateral approach used. Vessel characteristics at the target site included moderate calcification, mild tortuosity, 90% stenosis, no acute angle, and no bifurcation, while vessel characteristics accessing the target site included mild calcification, mild tortuosity, 70% stenosis, no acute angle, and no bifurcation. The device was not being used for treatment of a chronic total occlusion. The physician has many years of experience using the device. The patient had no infectious disease. A non-sterile 6f .070 xb 3 100 cm catheter was involved in the reported complaint and was returned for evaluation. Visual inspection identified a cracked luer hub and multiple kinks along the catheter body, located at approximately 10, 62, and 98 cm from the distal tip. Dimensional analysis of the outer diameter near the kinked regions yielded measurements of 0.0833, 0.0833, and 0.0832 inches, which were within specification. Inner diameter measurements were also confirmed to be within specification. Functional assessment during aspiration testing demonstrated leakage through the hub following flushing, and air was drawn into the syringe during aspiration, consistent with air ingress through the observed crack. Microscopic examination of the cracked hub revealed fatigue striations, which are commonly associated with tensile overload conditions, indicating that the hub material was subjected to forces exceeding its yield strength prior to failure. Overall, the device exhibited a cracked luer hub and multiple kinks, with dimensional conformity maintained, and microscopic findings supporting tensile overload as a contributing factor to the hub damage. The reported ¿luer hub ¿ cracked¿ was found during the product evaluation. The exact cause of the reported event cannot be determined. However, the device was inspected prior to opening the package, the malfunction occurred during preloading and evaluation results showed signs of tensile overload therefore, handling factors cannot be excluded. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, "store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter." Based on the available information and product analysis, the cause of the luer hub crack could not be determined. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.